Manufacturer narrative:
(B)(4). G2: foreign: germany. D10: ref. 4070101 lot 2278089 cerasulâ®, head, s, ã¸ 28/-3.5, taper 12/14, ref. 4246 lot 2305876 allofit shell , ref. 290039125 lot 2305955 cls stem 135° uncemented 12.5 taper 12/14. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records and raw material certificates confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Based on the anamnesis provided and the reported fall event, it is likely that the fall event potentially caused or contributed to the reported event of femoral head and liner fracture. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00697.

Event description:
It was reported that a patient had a revision surgery due to fracture of the ceramic head, and there was a noticeable indentation in the prosthetic neck. During the revision over 17 years post-implantation, the inlay showed partial destruction and there were massive black deposits noted corresponding to severe metallosis in the capsule tissue and the adjacent soft tissue. Due diligence has been completed for this complaint; to date no additional information or product has been received.